Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 2nd, 3rd, 15th and 16th distal stent wraps with struts raised, bunched and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4).

Event description:
It was reported that the physician intended to use a resolute integrity rx drug eluting stent to treat a lesion located at the right coronary artery. There were there no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. No difficulties were noted during the removal of the protective sheath and during the removal of the packaging stylette. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that there was a kink at the tip of the catheter/delivery system. The tip damage was first noted when the physician went to deliver the stent and loaded it onto the guide wire; the device was inserted into the patient. Patient status post-procedure is alive with no injury. Deformation of stent was noted during analysis. Device analysis showed that the distal end of the stent was damaged and the account has confirmed that was initially referred to as the tip of the catheter/delivery system.